Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? Where was the surgicel used (on what tissue)? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? Has any additional surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pain, numbness, and drop foot? What is the patient¿s current status? What was the drug therapy used for the patient¿s pain, numbness and dropfoot? What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a spinous splitting laminoplasty procedure on (B)(6) 2022 and absorbable hemostat was used. The product was used for hemostasis, and the excess was washed with normal saline. On (B)(6) 2022, when the sales rep visited the surgeon and asked about the patient¿s condition and the surgeon commented that in the l5 region pain, numbness and drop foot, occurred. The causal relationship with the product was unknown, but the patient had not experienced such symptoms until now. There was no hematoma identified by imaging. The patient recovered with steroids. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure?=>spinous process splitting laminoplasty (l2~s1). 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?=>yes, it was used to stop bleeding. 3. How much surgicel was used during the procedure?=>no further information is available. 4. What were current symptoms following the index surgical procedure? Onset date?=>6-7days after the operation, the patient was confirmed the symptom of l5 disability: numbness and pain in the posterior surface of the left thigh to the lower leg, mmt;2 weakness of the tibialis anterior muscle. 5. Has any additional surgical or medical intervention been performed?=>there was no large hematoma seen by MRI, so the patient did not require a reoperation. The symptoms were recovered by steroid treatment. 6. What is physician¿s opinion as to the etiology of or contributing factors to this event?=>the surgeon wondered that if there was a possibility that minimal hematoma was produced in the blood vessel, or if there was any effect on the nerve during the process of absorption. The surgeon commented that it was unknown if the product was the cause. 7. What is the patient¿s current status?=> the patient recovered. 8. What was the drug therapy used for the patient¿s pain, numbness and dropfoot?=>steroids were used. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? 5. Where was the surgicel used (on what tissue)? 6. What is the users experience w/ surgicel powder and other hemostatic agents? 7. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pain, numbness, and drop foot?=>no idea. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the product was used in 6/14, l2 to s1 longitudinal split laminoplasty. On (B)(6) 2022 and 6/21, l5 symptoms occurred. (Numbness and pain from the back surface of the left thigh to the lower leg, mmt; 2 muscle weakness of tibialis anterior) on (B)(6) 2022, MRI showed no large type of blood species, and drip infusion of steroid was administered because reoperation was judged unnecessary. On (B)(6) 2022, symptoms improved. On (B)(6) 2022 mmt; improved to 3. The duration of hospitalization was not prolonged. The patient had already been discharged from the hospital and was able to return to work. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.